Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that an ar-1588rt-2j, tightrope® ii rt, with deploying suture, snapped near the button when tensioning graft into the femoral socket. This was detected during use in an acl reconstruction procedure on (B)(6) 2026. The procedure was completed successfully as another tightrope ar-1588rt-2j was opened and used.